Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient passed away. During the myocardial ablation procedure with farawave catheter, the patient's blood pressure dropped, and a cardiac tamponade was observed in the right ventricle (rv). The farawave ablation catheter, faradrive sheath, versacross, and a non-bsc catheter were all inserted in the rv. Due to the tamponade, the procedure was discontinued. Drainage was performed but the bleeding did not stop. The patient was then transferred to a new hospital for furthur treatment; however, they passed away. The device is not expected to be returned as it was disposed by the facility. It was later clarified that only the non-bsc catheter was inserted into the right ventricle. The perforation which caused the cardiac tamponade was located in the rv.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient passed away. During the myocardial ablation procedure with farawave catheter, the patient's blood pressure dropped, and a cardiac tamponade was observed in the right ventricle (rv). The farawave ablation catheter, faradrive sheath, versacross, and a non-bsc catheter were all inserted in the rv. Due to the tamponade, the procedure was discontinued. Drainage was performed but the bleeding did not stop. The patient was then transferred to a new hospital for furthur treatment; however, they passed away. The device is not expected to be returned as it was disposed by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the myocardial ablation procedure with farawave catheter, the patient's blood pressure dropped, and a cardiac tamponade was observed in the right ventricle (rv). A non-bsc mapping catheter had been inserted in the rv. Due to this, the procedure was discontinued. Drainage was performed but the bleeding did not stop. The patient was then transferred to a new hospital for furthur treatment. The device is not expected to be returned as it was disposed by the facility.